Event description:
The jetstream g3 was advanced to treat a 2cm lesion located in the mid common femoral artery (cfa). Three passes were made using the minimum diameter mode and 3 passes were made using the maximum diameter mode. During treatment using the maximum diameter mode, there were no rpm drops for the treatment area and it was noticed that the aspiration lines looked clear. The device was removed and replaced with another jetstream g3 device. Blood returned to the aspiration lines with the new device. After finishing treatment with the second device, an angiogram was performed, and it was discovered that the patient's superficial femoral artery (sfa) and profunda were both occluded. The patient complained of a cold, numb leg and pulses on the patient's foot and leg could not be found. The patient was treated with a thrombolytic agent and the leg was feeling better.

Manufacturer narrative:
Based on the physical evaluation of the returned device, a kink at the location of the control pod was confirmed. The cause of the kink is unknown and it is unclear whether the kink occurred prior to, during, or following use. The IFU includes a caution regarding kinks, "do not bed or kink catheter during setup or during the procedure. This may damage the device and lead to device failure." Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.